Manufacturer narrative:
Review of instrument images is noted below: [reactions] sample 1. Strip 1 well 1=0. Strip 1 well 2=82. The review of the image appears as a 4+ hemagglutination. Strip 1 well 3=0; strip 1 well 4=60; [reactions] sample 2. Strip 1 well 1=0; strip 1 well 2=70. The review of the image appears as a 4+ hemagglutination; strip 1 well 3=0; strip 1 well 4=60; both samples clearly indicates an a pos. Cannot rule out user error by putting the a pos segments in the tubes barcoded for the o pos segments. Further investigation in the instrument event log indicated that the customer had a possible clot or bubble. However, the monocontrol well in the a positive reported samples is clear of any debris and fibrin. (B)(4) araue - fluid exit error. Possible bubble or clot. (Board 3). (B)(4) araue - clot detected in sample (B)(4) could not rule out probe interference in the test results. Customer was advised to run a probe accuracy test to check the probe delivery. After doing so, customer reported that the instrument is working as expected. Group assay performed with in-house donor samples of known abo/rh types using retention anti-a, lot 101722, anti-b series 3, lot 203281, anti-d series 4, lot 504731, anti-d series 5, lot 505570, a1 referencells, lot 111732, and b referencells, lot 113732, on in-house echo. No mistypes were observed. All in-house donor samples typed as expected.

Event description:
Customer reported an abo mistype when testing 2 donor samples with anti-a (murine monoclonal) series 1 on the echo. The units were received from donor centers typed as o positive, but typed as a positive on the echo.